Event description:
The manufacturer was notified that a ventricular assist device portable driver was alarming intermittent lett vad low pressure alarm while supporting a biventricular assist device (bivad) patient the facility observed marginal/poor lvad flash (emptying), the vad and the pneumatic tubing was checked for leaks, none were found. The patient was switched to a back-up driver with identical settings pressures increased.